Event description:
Boston scientific received information from the local representative that this patient was presented to the clinic for a scheduled wound check post-implant procedure. While r-wave sensing was normal there was a change in right ventricular (rv) pacing impedance (327 ohms from 900 ohms) and loss of capture at high output. The patient was not pacemaker dependent. The physician suspected rv defibrillation lead dislodgement and a chest x-ray was scheduled. The patient is scheduled for an rv defibrillation lead revision procedure the next day. The patient was presented back to the electrophysiology (ep) laboratory. The local representative observed that the rv defibrillation lead position at the revision procedure did not appear to have changed from the initial implant position as viewed from chest x-ray and fluoroscopically in the ep laboratory. The physician experienced difficulties retracting the helix and then could not extend the helix for lead repositioning. The physician elected to remove the rv defibrillation lead because of excessive rotations of the helix and multiple repositioning attempts. The rv defibrillation lead was replaced with a competitor lead. The rv defibrillation lead was received at boston scientific's return products department.

Manufacturer narrative:
The rv defibrillation lead was received and is currently undergoing laboratory testing.

Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's post market quality assurance laboratory of a complete lead identified set screw marks on the rv pace/sense (is-1) and rv shock (distal high voltage terminals). Bodily fluid infiltration was found in the helix housing with the helix retracted. The lead was put through and passed insulation integrity and electrical continuity testing. A stylet was successfully inserted into the lead's central lumen. The lead failed the helix mechanism test most likely due to bodily fluid infiltration. The lead tip was placed into a sonic cleaner. The dried bodily fluid was loosened from the helix housing. Subsequently, the helix was functional during retesting of the helix mechanism.